Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: during the deployment of the stent, after several squeeze (normal) the nurse felt a resistance and heard a clicking sound from the handle halfway through the deployment (just before the point of no return). After this noise, it was impossible to continue the deployment. They removed the device and inserted a second cook stent. The second deployment went very smoothly. The nurses did not observe any problems during the unpacking. Insertion into the operative channel went smoothly. No very tight strictures. No need to dilate the stricture. The erector was lowered during the passage of the stent and then used to advance the stent into the common bile duct. The directional button was not used during the procedure. No kinks on the guiding catheter. Patient/event info - notes: 1. What was the target location? Common bile duct. 2. Details of the wire guide used (diameter)? Metro tracer direct 0.035 450cm. 3. Did the patient exhibit difficult anatomy indicate in the complaint form. 4. If altered please indicate the procedure type (e.g., cholodochojejunostomy). 5. Was the safety wire removed? No. 6. Was resistance encountered when advancing the wire guide to the target location? No. 7. If resistance was felt how did the physician deal with the resistance encountered? No. 8. Did any part of the stent contact the patient's anatomy when the complaint occurred? Indicate in the complaint form. 9. Was resistance encountered when advancing the delivery system to the target location? No. 10. If resistance was felt how did the physician deal with the resistance encountered? No. 11. Were any other defects (other than the complaint issue) observed on the device ? No. 12. When deployment stopped after the clicking noise, can they remember if the red marker was still able to move/slide when the handle was being actuated? Ie was the handle actuating and the red marker moving but the catheter was not retracting back to release the stent. I think so.